Manufacturer narrative:
D6b: the explant date is unknown.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse noticed that the device exhibited a placement signal out of range alarm. The resolution for this issue is unknown.

Manufacturer narrative:
D6b: added explant date

Manufacturer narrative:
Investigation summary placement signal issue: the cause of placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.